Manufacturer narrative:
The lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 25.5 diopter intraocular lens (iol) became stuck in an unknown cartridge model upon insertion into the patient's operative eye, which caused a haptic to break. Reportedly, there was no patient contact; however, this was not confirmed. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/18/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection shows the lens was received in lens case. The product was inspected using a 12x magnification and showed some traces of opthalmic viscosurgical devices (ovd) on both sides of the lens surface. The lens was cleaned with 2% liquinox and a swab to ease the inspection. The traces of ovd can be removed. Visual inspection of the cleaned lens shows no abnormality or crack found on the haptic area. Observed deep scratches at the optic area but this type of scratches will be rejected during manufacturing as per hb0017. Lens was further measured and all measurements were within specification. The complaint event cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.